Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral fusion at l5-s1 using rhbmp-2/acs on (B)(6) 2010. Post operatively, patient developed increasingly severe leg pain (right side), hip pain, lower back pain, constipation, and diarrhea. Currently, patient continues to experience severe leg pain (right side), hip pain, lower back pain, constipation, and diarrhea. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent lumbar laminectomy with fusion and instrumentation at l5-s1 in which rhbmp2/acs was used.